Event description:
A report was received that the patient had the precision system explanted due to pocket soreness. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The possibility that electrical leakage could cause soreness in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing soreness at the pocket site was not duplicated or confirmed. A review of the manufacturing documentation of the explanted leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inches stylet the explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had the precision system explanted due to pocket soreness. The patient is reportedly doing well following the procedure.